Manufacturer narrative:
An event regarding altr involving a metal head was reported. The event was not confirmed. Method and results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, x-rays, pathology report, operative reports and progress notes are needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened. Not returned to the manufacturer

Event description:
Surgeon revised patient's right hip due to trunniosis.